Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 1688tc competitor implantable pacing lead: (B)(6) 2005. 4194 implantable pacing lead: (B)(6) 2005.

Event description:
It was reported that the device was at elective replacement indicator and had premature battery depletion due to chronic high output left ventricular programming. The device was explanted and replaced. No patient complications have been reported as a result of this event.